Event description:
A report was received via health from the consumer that she experienced a corneal ulcer associated with wear of focus night & day lenses & use of alcon optifree lens care solution. History: purchased lenses october 2005. Initial wear schedule consisted of weekly removal for cleaning. Then, occasional removal if she experienced eye fatigue (approx every 2 weeks). Then, monthly removal. No problems wearing until she experienced occasional irritation for which she discontinued lens wear for several days. 2006-consumer presented at walk-in clinic (emergency) due to "a lot" of discomfort. Diagnosis: "pink eye" (conjunctivitis), right eye. Treatment: unspecified eye drops. Consumer had removed her contact lenses 1-2 days prior to visit. Vision reported to be blurry & could not drive. Visual acuity for right eye reported as 20/400 during event and that antibiotic drop prescribed by walk-in clinic improved vision. Next day- returned to walk-in clinic for follow up. Diagnosis: unconfirmed. Referral to specialist. Following day-increased eye pain & inflammation, right eye, upon awakening. Returned to walk-in clinic. Diagnosis: corneal ulcer. Treatment: vigamox. Next day-returned to walk-in clinic due to no improvement. Pseudomonas confirmed. Treatment: fortified tobramycin and fortified zincomycin. Infection reported to be under control. Next visit (date not provided) -treatment: occluflex added to other medications. Next visit (one to two weeks later) - consumer participated in a corneal ulcer study in which she was given an unspecified drug, thought to be placebo, to reduce inflammation and continued use of occuflex & tobramycin. Zincomycin was discontinued. Next visit (six weeks later) - all medications discontinued. Three days later - corneal scar re-opened. Treatment: occuflex & zymar. Next visit (date not provided) - treatment: tobramycin added to other medications. Current status: treatment: fml (corticoid steroid drop). Scar, thought to be permanent, right eye which partially obscures the pupil remains, but is not in line of vision. Current visual acuity not provided. Continued monitoring by specialist. Complainant reported to health department that she has remaining product from the original packaging in her possession. Health department has encouraged complainant to provide further info directly to ciba vision and that product be returned for investigation. The complainant also stated to health department that she feels she did not receive appropriate instructions for use from the contact lens provider. No further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as an infectious corneal ulcer." H6: the device history records & sterility records have been reviewed by mfg and found to be in compliance. It is unk if complainant received evaluation or treatment for irritation, when it occurred or the frequency of occurrence.